Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Post op visual by the physician indicated j wire separated and migrated away from the lead body. No portion of j wire remains implanted. Explant method: thoracotomy. No complications.